Event description:
It was reported that a user could not view supply change history on the ilet after a restart, and the display remained incomplete despite a successful firmware update; engineering system logs indicated a supply change had occurred and that the next change was due the following day, while the user reported no recent false reservoir alerts and believed a supply change was performed recently. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included device history review and software troubleshooting with a firmware update and guided restart. Investigation of this case revealed that the device recorded supply change events as expected in backend logs, while the on-device display did not show the history, indicating incorrect or misleading information displayed without evidence of a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was software display behavior not reproduced after update, with user re-education provided.

Manufacturer narrative:
Initial.